Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom of "device will not stay powered on," which was confirmed during baxter's functionality testing. A single occurrence of improper shutdown was found through a review of the event history log. Evaluation reproduced the symptom, which was found to be caused by found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device would "not stay powered on." There was no patient involvement.